Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a site check, the fluid pump of the endoscope reprocessor was not working. It was noted that a replacement was scheduled for a later date. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that deterioration in the device or an accidental failure caused the malfunction of the fluid flushing pump. The following is included in the instructions for use (IFU) and may have prevented the event: "make sure that a jet of water is output from the water supply / circulation nozzle to the dome of lid (i.e., the cleaning pump is not clogged or abnormal)." Olympus will continue to monitor field performance for this device.